Event description:
It was reported that the patient has been experiencing an increase in seizures recently and they were also referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received from the physician's office noting that the patient had a 35% duty cycle and their battery was at 11-25%. The patient also experienced anxiety that could've been the cause for the increased seizures. The increase levels could not be quantified and the last known diagnostics were within normal limits. Patient underwent generator replacement surgery. The explanted generator was discarded